Manufacturer narrative:
B3: event date: this event occurred on an unspecified date in 2023. E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused medication to the patient. The expected therapy time was one day; however, the medication delivery completed in two days. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on november 18, 2022, to november 21, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were within the product specification range. The reported condition was not verified. Based on the functional flow test result, the device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.